Event description:
An online article reported a series of case studies to assess the safety of scleral fixation using the akreos ao60 intraocular lens (iol) and gore-tex suture. The patient underwent a scleral fixation of the iol with gore-tex. On the first postoperative day, one patient presented with macular intra-retinal hemorrhage. Optical coherence tomography (oct) was performed four months postoperatively after refraction (bcva was 20/200) and demonstrated disorganization of the outer retina. The article reports scleral fixation with an akreos ao60 and gore-tex appears generally safe.

Manufacturer narrative:
The device was not returned for evaluation. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. As a lot number was not provided, a DHR (device history record) review could not be performed. Based on all the available information, a root cause could not be determined.